Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: guidewire went through the lumen piercing the catheter wall causing leakage during insertion. Three catheters used on the same patient experienced this issue. The first catheter was inserted in the right femoral, the second catheter inserted in the left femoral, and the third catheter was inserted in the right subclavian. A fourth catheter was successfully placed in the right subclavian. No patient injury reported during or after catheter placement. The patient's condition is reported as fine.

Event description:
The complaint is reported as: guidewire went through the lumen piercing the catheter wall causing leakage during insertion. Three catheters used on the same patient experienced this issue. The first catheter was inserted in the right femoral, the second catheter inserted in the left femoral, and the third catheter was inserted in the right subclavian. A fourth catheter was successfully placed in the right subclavian. No patient injury reported during or after catheter placement. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cvc catheter for analysis. Signs-of-use were observed inside the extension line. Visual analysis revealed a large hole/cut in the catheter body directly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that the edges of the cut were smooth and uniform, which indicates that contact with sharps caused or contributed to this event. Visual analysis could not be performed on the guide wire as it was not returned for analysis. The cut in the catheter body measured 4mm-16mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 140mm, which is within the specification limits of 134mm-146mm per the catheter graphic. The catheter body outer diameter measured 1.327mm, which is within the specification limits of 1.310mm-1.440mm per the catheter extrusion graphic. A lab inventory syringe was used to inject water through all three extension lines. When injecting the distal extension line, water was observed leaking out of both the hole and the distal tip. No defects were observed when injecting the medial or proximal lumen. Performed per IFU statement, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". Functional analysis could not be performed on the guide wire as it was not returned for analysis. A lab inventory guide wire with a diameter of .018" was inserted through the distal end of the catheter body. With the catheter completely straight, the guide wire was able to pass with little to no resistance. When holding the catheter at a slight angle, the guide wire was observed exiting out of the hole/cut in the catheter body. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization location". The report of a cut/torn catheter body was confirmed through complaint investigation. Visual analysis revealed a large cut on the catheter body directly adjacent to the juncture hub. Microscopic examination revealed that the edges of the cut were smooth and uniform, which indicates that contact with sharps caused or contributed to this event. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample as received, the root cause cannot be determined at this time without the guide wire to also evaluate. It is possible the guide wire is defective; however, this cannot be confirmed. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a catheter body cut/torn was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint could not be confirmed by the customer's returned photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: guidewire went through the lumen piercing the catheter wall causing leakage during insertion. Three catheters used on the same patient experienced this issue. The first catheter was inserted in the right femoral, the second catheter inserted in the left femoral, and the third catheter was inserted in the right subclavian. A fourth catheter was successfully placed in the right subclavian. No patient injury reported during or after catheter placement. The patient's condition is reported as fine.